Event description:
During a shoulder stabilization procedure utilizing the spade drill bit for 2.9 anchor, it was reported that the drill guide snapped after forward drilling into the glenoid. The drill bit snapped at the distal end and could not be removed. The spade tip is still in the patient, buried deep in the bone. This was a rugby player with exceptionally hard bone. The entire spade drill tip was left completely buried in the patient¿s bone, with no part left proud. The procedure was able to be completed with another of the same type of drill with a delay of 5 minutes. The patient was noted to be fine post-procedure.

Manufacturer narrative:
Device evaluation: one device was returned for evaluation. The shaft of the drill was returned however the broken tip was not returned for evaluation. The failure mode is confirmed, as the device was identified to be broken at the transition from spade tip shoulder to cutting edges of the drill. The break appeared to be a shear break, torsional in nature. The device was visually evaluated and the surface finish of the shaft was identified to be scratched due to use, and the large concentration of circular scratches were identified below the shoulder of the blade, on the shaft of the device. A review of the manufacturing records identified that the device was manufactured 6/2008. There were no issues identified with the manufacture of the device. A review of the provided complaint information identified that the device has been used prior, and the number of uses were not provided. Per IFU under ¿precautions: do not use these instruments as levers for manipulating hard tissue or bone. Excessive force should not be applied to the instrument when manipulating soft tissue, bone, or hard objects. Misuse of these instruments may result in bent distal tips or jaws; and dull or uneven cutting edges.¿ (B)(4).

Manufacturer narrative:
The device was marked as available for evaluation; although anticipated, the device has not yet been received.(B)(4).